Event description:
It was reported that a lead integrity alert was triggered. The both coils on the right ventricular lead had high impedance. During the revision procedure, the physician noted that the set screw did not feel "right". The lead was tested through the analyzer before being reconnected to the device. The impedance measurements though the analyzer and device were noted to be within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.